Event description:
It was reported that the left eye had a preloaded intraocular lens (iol) that was defective. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information received that neither the lens nor the cartridge was in contact with the patient's left eye. The procedure was completed using another lens of same model and diopter. The original lens was discarded. The following field shave been updated: section a3: gender: male; section a4: patient weight: 143; section a5: ethnicity/race: not hispanic/ white. Section b3: date of event: (B)(6) 2021. Section h6: type of investigation: 4115- device discarded. Correction: section e1: reporter name: (B)(6). Section e2: health professional: yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.